Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's ipg was heating up and that the device began to cause pain and burning sensation all the way up to patient's back. Database analysis revealed no anomalies. The patient was admitted to the hospital and was treated with pain medications. The patient was discharged from the hospital and was doing well.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was heating up and that the device began to cause pain and burning sensation all the way up to patient's back. Database analysis revealed no anomalies. The patient was admitted to the hospital and was treated with pain medications. The patient was discharged from the hospital and was doing well.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was heating up and that the device began to cause pain and burning sensation all the way up to patient's back. Database analysis revealed no anomalies. The patient was admitted to the hospital and was treated with pain medications. The patient was discharged from the hospital and was doing well.